Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold measurements which appeared to be chronic. In addition, there was potential undersensing observed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.